Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant potassium result on a (B)(6) year old female patient with chronic lymphocytic leukemia. There was no additional patient information available at the time of this report. Return product is available. Method: date: collected: tested: result: sample: cobas: (B)(6) 2018, 12:25, 13:03, 8.20 mmol/l, plasma collected in lithium heparin. I-stat: (B)(6) 2018 , 12:25, 13:12, 7.4 mmol/l, wb collected in lithium heparin. Piccolo xpress: (B)(6) 2018, 12:25, 13:16, >8.5 mmol/l, wb collected in lithium heparin. Cobas: (B)(6) 2018, 12:25, 13:23, 4.10 mmol/l, serum. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 10/10/2018. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. While retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure), a previously identified unrelated issue for the lot is being investigated under quality record (qr) 2206.